Event description:
--

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection noted dried body fluid in the lead lumen and tissue in the helix. Electrical and pressure tests were performed. The lead was electrically discontinuous and a hole in the insulation was noted approximately 30 cm from the terminal pin. X-rays confirmed the lead conductor had fractured in several places at approximately 27 and 30 cm from the terminal pin. Analysis noted insulation marks consistent with the reported figure-eight bend in the lead. Analysis concluded the fracture was likely a result of the figure-eight bend and first rib clavicular crush.

Event description:
Boston scientific crm received information that, during a routine follow-up appointment, it was noted this lead had a pacing impedance measurement greater than 2500 ohms. The patient was hospitalized. An x-ray was performed, and a portion of the lead was shaped in a figure-eight, with a crack noted on one of the loops. The lead was explanted and replaced. No adverse patient effects were reported.